Event description:
Patient allegedly received an implant on (B)(6) 2016 via the right common femoral vein due to trauma. In addition, there was an unsuccessful percutaneous retrieval attempt on, followed by a successful percutaneous retrieval attempt due to device failure. Patient is alleging migration, tilt, vena cava perforation, embedment, failed removal, and removal. Patient further alleges "anxiety. Constant dull pain in my right leg, worried that filter would migrate and scared of the outcome, had to be cautious of any physical activity due to position the filter was placed which limited my daily activity," and difficulties with "lifting, climbing, riding bike, limited walking, fear" and "depression, anxiety." Per retrieval report (attempted): "both internal jugular veins are occluded. Bilateral external jugular vein venography demonstrates complete central occlusion with multiple collateral mediastinal collaterals. There is no adequate access for retrieval of the inferior vena cava filter." Per report from CT (computed tomography): "a juxtarenal ivc filter is identified within the ivc, with the filter hook positioned at the level of the left renal vein, just superior to the right renal vein. The hook appears to be slightly posteriorly tilted and may be adherent to the posterior lateral wall of the ivc. There is penetration of 3 of the 4 feet of the filter into the surrounding retroperitoneal fat tissue, without penetration into adjacent viscera, musculature, or vasculature. The adjacent stabilizing tines of the filter may also protrude beyond the margins of the ivc wall. The ivc immediately inferior to the filter appears narrowed in caliber, measuring 1.3 cm in diameter. No definite clot is identified below the level of the filter although assessment is limited by contrast bolus timing." "No definite evidence of caval thrombus. However, the cava appears mildly narrowed below the filter and selected images are suggestive of hypodensity within the filter and the possibility of a small amount of clot in the filter cannot be excluded on the basis of this study. Findings suggestive of chronic venous occlusion of the bilateral internal jugular veins and possibly involving bilateral brachycephalic/subclavian veins. There is extensive collateral venous drainage along the anterior chest wall and mediastinum." Per retrieval report (successful): "the stenotic inferior right internal jugular vein/superior svc were then sequentially ballooned dilated to a diameter 6 mm." "Successful svc/right ij venoplasty with successful complex retrieval of ivc filter as above."

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2016. The patient alleges to have been injured without further explanation.